Event description:
During a pta treatment procedure to dilate stenoses in an existing dialysis graft, the balloon detached and the catheter broke. The dialysis graft was closed off at both the venous and arterial anastamoses. The balloon catheter was advanced to the target lesion and the balloon inflated once to approximately 12 atm, when the balloon ruptured. The physcician was attempting removal of the balloon catheter and at this point, the catheter broke, leaving the balloon and the tip containing the radiopaque marker floating within the dialysis graft. The physician used a snare to successfully retrieve the balloon material and the catheter tip. Another balloon was used to successfully complete the procedure. No pt injury or complications were reported. The pt is reported as 'fine' following the procedure.